Manufacturer narrative:
Additional information: d9, h3 plant investigation: photos of the reported failure were provided by the clinic, in which a leak from the main line to the red ¿t¿ connector could be observed. However, the cause of the leak could not be determined based on the provided photos. Additionally, the complaint sample was returned to the manufacturer for physical evaluation. The sample was received in packaging different from the standard configuration. As the sample was being disinfected and prepared for analysis, a leak was found in the assembly of the red ¿t¿ connector and the arterial main line. While handling the sample during the visual inspection under a microscope, the main line detached from the red ¿t¿ connector. A gap was observed in the assembly of the red ¿t¿ connector, and a small amount of solvent was observed on the main line. No further issues were identified while evaluating the remaining components of the set. The observed defect may be attributed to improper assembly during the manufacturing process, with several potential contributing factors. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the sample evaluation, the reported issue was able to be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed approximately thirty minutes into the treatment. Blood was observed leaking from the red plastic connector on the combiset, where the heparin line connects. The heparin line did not appear to be loose; the connection seemed secure. There were no alarms from the machine. No leaks were noticed during the priming phase. The cm stated there were no changes or disruptions in pressure that could have contributed to the reported leak. The patient¿s blood was returned following the event, and blood loss was minimal. Estimated blood loss (ebl) due to the leak was <5 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed approximately thirty minutes into the treatment. Blood was observed leaking from the red plastic connector on the combiset, where the heparin line connects. The heparin line did not appear to be loose; the connection seemed secure. There were no alarms from the machine. No leaks were noticed during the priming phase. The cm stated there were no changes or disruptions in pressure that could have contributed to the reported leak. The patient¿s blood was returned following the event, and blood loss was minimal. Estimated blood loss (ebl) due to the leak was <5 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.